Event description:
It was reported that the patient's blood glucose level reached 27 mmol/l (486 mg/dl) while wearing the pod between 25 and 36 hours. The patient heard the pod give an alarm and when removed from the infusion site (leg), the patient noted that the pink slide had not moved forward, indicating a needle mechanism failure occurred. As treatment, a new pod was placed. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.